Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. The patient's physician stated that it is possible the implantable pulse generator (ipg) contributed to the death due to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. The patient was contacted to come in for reprogramming but did not come in. The exact cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.